Event description:
The left fossa-eminence and condylar prosthesis were explanted due to temporomandibular joint ankylosis. Approximately one month after explant surgery, another vendor's device was placed. The pathology report from the explant surgery indicates foreign material and foreign body giant cell reaction.